Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) during all manifolds test, the membrane portion of the test failed.

Manufacturer narrative:
A getinge field service engineer evaluate during all manifolds test, the membrane portion of the test failed. Retested to the same result. Tested unit with original safety disk and the test passed multiple times. Original safety disk was not over on cycles. 3.5000000 cycles were left on it. Safety disk failed membrane test. It is unknown of patient involvement, the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The fat dept. Could not verify the failure of the safety disk failure of the membrane differential pressure with the results of 1 mmhg. Factory specification is +/- 6mmhg. Retaining the safety disk in the fat dept. Per procedure (B)(6) rev aj. Further investigation may be required by sustaining engineering. If further investigation is not required, the safety disk shall be scrapped. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.

Event description:
N/a.